Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting a sensing failure. An invasive procedure was performed to reposition the ventricular bipolar lead, model 4261, serial number 215719. During the procedure, the wrench broke while 'attempting to screw the pin into the connector block'. The physician elected to explant the ipg, model 1230.